Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for scheduled follow-up, an episode of diagnosed vf that aborted while charging, caused by noise was observed. Noise was not reproducible with arm movement and isometrics. Review of session records suspect myopotential oversensing. Further tests to evaluate the lead and programming changes were recommended. No further information was available.